Manufacturer narrative:
Out of an abundance of caution, the patient was taken for x-rays and administered antibiotics. Through follow-up, steris confirmed that there was no injury associated with the reported event. A steris technician arrived onsite following the event to inspect the harmonyair m series lighting system and found that the spindle cover had cracked and the screws that secure the cover were still engaged in the spindle. Per the technician's discussion with facility personnel the surgical lighting system had sustained impact damage resulting in the detachment of the spindle cover. The operator manual states (pp 1-4), "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the spindle cover, tested the surgical lighting system, confirmed it to be operating according to specifications, and returned it to service. A steris account manager offered in-service training on the proper use and operation of the lighting system including the importance of not bumping lightheads into other equipment or walls however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported that the spindle cover detached from their harmonyair m series lighting system during a procedure and fell onto the patient. The cover was removed from the sterile field and the procedure was completed successfully.